Event description:
It was reported that an elevated glucose event occurred during sleep when the user received a prolonged high-glucose notification and confirmed hyperglycemia with a fingerstick; cause remained unclear despite troubleshooting and education. Symptoms included hyperglycemia. Outcomes included no hospitalization and no long-term impairment reported. Investigation included user interview, case review, and troubleshooting guidance. Investigation of this case revealed no device alarms or additional alerts and no specific device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.